Event description:
There is an issue with one of the access (micropuncture) wires unravelling. Grossly all of the wire was pulled back from the sheath, however a plain film was ordered to confirm. Upon reading of the film, there was a very subtle metallic opacity overlying the base of the superior pubic ramus. It is very thin and measures near 5 cm in length. Diagnosis for reason for use: atrial tachycardia.